Event description:
Boston scientific received information from another manufacturer's local field representative that during an unrelated procedure, the header on this cardiac resynchronization therapy defibrillator (crt-d) came off of the device when the physician was loosening the setscrews with another manufacturer's wrench. It was reported that the two seal plugs on the top of the header came off and were observed to be attached to each other and the screw housing was observed to be bored out from the wrench. Additionally, a charge time out fault code and an additional unspecified fault code were observed during interrogation of the device. The device was successfully explanted and replaced with another manufacturer's device. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Laboratory analysis confirmed the clinical observations. Upon receipt at our post market quality assurance laboratory, visual inspection identified an arc mark on the device case, a dent was noted in the device case, the header was loose with several marks noted. Additionally, the df positive and negative seal plugs were confirmed to be missing, however, medical adhesive was observed on the header, indicating that the seal plugs were torn off. Review of device memory verified that the device had multiple fault codes. A shorted shock lead fault was observed and appeared to be due to the lead arcing to the device case, a charge time exceeded fault was also observed and was felt to be due to the dent in the device case that caused damage to the high voltage capacitors. Analysis concluded that all the damage was consistent with induced damage incurred during explant procedure.